Event description:
Reportable based on the device analysis completed on (B)(4) 2015. It was reported that a missing image occurred. During a percutaneous coronary intervention (pci), an opticross¿ imaging catheter was set up to view the middle left anterior descending artery. Upon test imaging, image did not appear. Reconnection to the motor drive unit (mdu) was performed several times and flushing was done, but the issue was not resolved. The procedure was completed with a non bsc imaging catheter. No patient complications reported and the patient's status is good. However, device analysis revealed that the catheter was received with a detached clear imaging window from the lapjoint.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was received for evaluation. Evaluation of the returned device revealed that the clear imaging window was missing (detached from the lapjoint) from the lapjoint. A kink was observed in the sheath assembly at 15.0cm from femoral marker to the distal end. Impedance testing shows a good unit wave form. Image characterization testing was not performed due to the returned conditions of the catheter. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).